Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump down button and the blood glucose button was hard to press. Customer's blood glucose level was unknown. Customer also stated that the insulin pump sounds louder than before when rewinding and its working slower and also rejecting new batteries. The device will not be returned for analysis.